Event description:
The initial reporter alleged discrepant results between the elecsys hiv duo assay on the cobas e 801 analytical unit and the elecsys hiv combi pt assay on the cobas e 411 analyzer during a comparison study. Aliquots of the same patient sample were tested in three laboratories. On (B)(6) 2024, at (B)(6) medical center, the elecsys hiv duo assay generated a reactive result with hivag 1.98 coi and ahiv 0.108 coi. A re-run using a different aliquot confirmed this result. At (B)(6) hospital, the elecsys hiv combi pt assay generated a non-reactive result (no numeric value available), and the abbott dynascreen hiv combo assay also generated a non-reactive result. Polymerase chain reaction (pcr) testing was not performed. At (B)(6) center, the elecsys hiv duo assay generated a reactive result with hivag 1.98 coi and ahiv 0.0918 coi. On (B)(6) 2024, rdkk laboratory testing of the same sample produced the following results: elecsys hiv duo assay results were 2.03 coi and 2.06 coi, while elecsys hiv combi pt assay results were 0.553 coi and 0.569 coi. On (B)(6) 2024, an outsourced result using chemiluminescent enzyme immunoassay (cleia) was reported as non-reactive. The patient was informed of the initial reactive screening result and advised to undergo pcr testing, but the patient declined. No confirmatory testing, such as western blot or hiv rna testing, was performed.

Manufacturer narrative:
Medwatch field e. Initial reporter name and address full reporter address: (B)(6). The reported event involved discrepant results between the elecsys hiv duo assay on the cobas e 801 analyzer and the elecsys hiv combi pt assay on the cobas e 411 analyzer during a comparison study. The analyzer serial number was (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Single false results may occur as the assay's sensitivity and specificity are less than 100%. The investigation was limited due to the unavailability of sufficient patient sample material for internal testing. Additionally, no calibration or quality control data were provided for review. Confirmatory testing, such as western blot or hiv rna testing, was not performed as recommended in the assay's method sheet. The root cause was attributed to a patient sample-specific discrepancy.